Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of audio on the mx40 telemetry device. The device was not in use on a patient.

Manufacturer narrative:
The device has not yet been received for evaluation. This device was manufactured using a keyrin speaker and CAPA (B)(4) was created to address keyrin speaker audio failures. The root cause of the allegation of no audio is unknown due to insufficient information.